Event description:
Pt on cath lab table for stemi; after placing stents and balloons in lad, cardiologist requested a post-stent injection at the coronary artery. The tech attempted to inject contract from hand control of acist and received no contrast; message on screen: "motor insufficiency," it appeared that the device was locked - could not purge or inject; used manifold kit to manually inject contrast to complete the case. Unable to shoot pictures of coronaries for 210 minutes d/t this malfunction.